Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the left common femoral artery was achieved with the first proglide device using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, with the second proglide device, the marker lumen was successfully pre-flushed. However, there was no pulsatile flow from the marker lumen despite three insertions in the anatomy. The suture of another proglide device was successfully pre-placed. The sheath was upsized to a 18f and the evar procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.